Event description:
It was reported the customer did not have the sensor turned on when he went to sleep. Customer's blood glucose was 224 mg/dl when he went to bed and it lowered to 20 mg/dl. Paramedics came to the home and stated the low was because the cgm was off. Customer requested call back. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.